Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and h6. B5: it was also reported "the leak was obvious when flushed once disconnected and tested". H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a non-dehp micro-volume extension set leaked. During an unspecified antibiotic infusion, a leak was observed originating from the filter. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.